Event description:
Staff in the or opened packaging containing ethicon endosurgery endopath xcel bladeless. At that time it was noted that the collar of the trocar was unattached. The collar fell to the floor requiring more product to be opened.